Event description:
(B)(4). No serious injury alleged. Malfunction alleged. The nurse stated that the consumer's crossbrace had broken while he was sitting in it. She stated that he was not injured during the incident. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.